Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, the pump reset unexpectedly. The pump supplies were reloaded and the customer continued to use the pump for insulin therapy. The customer's blood glucose level was 204mg/dl.